Event description:
The advocate called in for help with the customer's meter. While troubleshooting, she performed control tests and received results of 525 and 200 mg/dl. The normal control range was 96-142 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.